Event description:
The complainant alleged that during biomed testing, when pressing the device's joules settings the device would improperly activate the defib sync. Mode and self charge. The complainant indicated that there was no pt involvement in the reported malfunction.